Manufacturer narrative:
The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or deficiencies were found that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be determined. During fluid path testing, fluid was found to be leaking from a tear in the exposed portion of the soft cannula near the formed needle tip. The timing and cause of the soft cannula tear could not be determined. No other damages or deficiencies were observed during the investigation. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported leaking during wear. No damages or deficiencies were observed with the adhesive pad or the adhesive welds. The cause of the reported failure to adhere could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to 265 mg/dl while wearing the pod between 4 and 24 hours. The pod's adhesive reportedly separated from the infusion site (abdomen), causing the cannula to dislodge. The patient also mentioned that several corrections they have done leaked onto there skin. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.